Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of inability to capture, rf telemetry issue and no output were not confirmed. The device was received with normal telemetry and normal output. Analysis performed did not identify any functional issues, including output monitoring and capture test. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented with arrhythmia for pacemaker explant procedure after fell down from upstairs at home. It was noted that the pacemaker exhibited failure to capture. Prior to the procedure, it was also noted that the pacemaker was not transmitting pacing voltage through the header to the lead and radio frequency telemetry of the pacemaker was also malfunctioning. The pacemaker was explanted and replaced. The patient was discharged.